Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/07/2015. The fse found that the baths were not draining. The fse replaced the waste pump and waste drain valves lv17, lv12, lv15 and lv18, which repaired the leak and the vacuum errors. The customer cleaned the probe wipe housing, which repaired the leak. The repairs were verified by established procedures. (B)(6).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer. The instrument was generating vacuum errors when the leak was noticed. The volume of the leak was about 50 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.